Event description:
Foley placed in patient per protocol. Less than an hour after placing foley it was noted to be out of the patient. The balloon was no longer inflated, was flushed and found that foley balloon had a leak in it.